Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of a 5-55 cm abdominal aortic aneurysm. Vessel morphology at time of implant is unk. It was reported the pt had a spontaneous type 2 dissection in 2003 and in early 2004. In october 2004 a cat scan demonstrated the aoric endo-graft had undergone a dramatic deformation in the upper portion creating a huge type 1 endoleak into the aneurysm sac and the aortic neck is compressed and there appears to be very little flow through the limbs of the graft;however, the pt did have strong equal femoral and pedal pulses on both side. In november 2004 the aneurysm size had increased to 7.5 cm and the pt was having symptoms of occlusive disease;therefore, the decision was made to remove the stent graft. The aneurx stent graft was successfully explanted and a bifurcated dacron graft was sewn in. The pt was transferred to the intensive care unit in stable condition. The explanted stent graft was discarded.